Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the setscrew on the pulse generator became stripped. The device was not used and a new device was implanted without any complications.